Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed differences between sensor glucose vs. Blood glucose values and also reported calibration not accepted. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed and found that the blood glucose value of 130mg/dl and sensor glucose value of 80mg/dl, the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was under medication such as tylenol. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. No product return is required for mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device will not be returned for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose and also reported calibration not accepted. Sensor glucose value was 80 mg/dl and blood glucose value was 130 mg/dl at the time of the event. Discrepancy between sensor glucose vs. Blood glucose was more than 30%. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether customer will continue to use of the device . Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.